Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Fluid retention in right knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female patient, initials unknown, with gonarthrosis. The patient's medical history was significant for previous use of synvisc injection. On an unspecified date in 2012, the patient initiated treatment with second course of synvisc injection, 2 ml, (second injection) in right knee (route of administration not provided). The lot number of synvisc was not provided. On (B)(6) 2012, the patient experienced fluid retention in right knee. On the same day, the treatment with synvisc was permanently discontinued. The event of right knee effusion was not yet recovered. Concomitant medications were not provided. The intensity for the event of was provided. The reporting physician assessed the causal relationship between synvisc and the event as definite.